Event description:
It was reported that the air sensor and downstream occlusion (dso) seal are unattached and falling off. The event occurred during testing. There were no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal is detached and the upstream occlusion (uso) seal is buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the air detector was also falling off the chassis. The uso seal, dso seal and air detector were all replaced.